Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR: 2134265-2018-07027. It was reported that the rotawire became fractured. The target lesion was located in the tortuous circumflex artery. A rotawire¿ and a rotablator burr were selected for use. During procedure, there was a little resistance in the introduction of the wire into the patient. The speed was set up at 140,000 rpm. During rotablation, it was noted that the tip of the wire became fractured and was not removed from the patient's body. Subsequently, balloon dilatation was performed and a stent was implanted. No patient complications were reported and the patient's condition was stable.